Event description:
On (B)(6) 2014, the reporter stated that the safety guard was catching on the sheath that covers the sharps. The rn experienced a needle stick injury. The clinician required prophylactic medication.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend.